Event description:
Customer reported that their acuity station was not presenting any audio for alarms or alerts. Welch allyn tech support walked him through a reboot of the cpu and verified that there was no sound from the cpu. A later interview with the customer discovered that the backup audio on the display was inadvertently muted by the customer. This resulted in a temporary loss of audible alarms at the central station. There was no report of any pt harm as a result of the reported event. The customer did not provide any pt info.

Manufacturer narrative:
Welch allyn factory svc confirmed the field failure during functional testing. There was no audio output from cpu. The speaker on the audio board for this sys was replaced by factory svc. Cpu speakers and audio boards are off-the-shelf sub-components made by another MFR and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these sub-components as the source of failure.